Event description:
Bone augmentation without implantation procedure carried out on (B)(6) 2011: surgery regio 21 with boneceramic and membragel. Bone defect large, also with side defects so implant can not be placed. Perforation applied / alveole filled with a little overfill / membragel placed cleanly / bone was dry during placement / perio-cut to 23 / area with overrun stress-free. (B)(6) 2011 some pain and swelling / wound healing good / pt did not smoke, only smoking hash. (B)(6) 2011 no pain / pt did not smoke, only smoking hash / no swelling / no dehiscence. (B)(6) 2011 under pressure a lot of pus. (B)(6) 2011 still under pressure a lot of pus mixed with granulate / removal of construction is planned. (B)(6) 2011 removal of bone augmentation / recommendation: adhesive bridge. (B)(6) 2011 pt had strong pain. (B)(6) 2011 wound healing well / removal of suture. (B)(6) 2011 everything is good / under pressure less pus out of alveole / rinsing with nacl-solution.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within specification.